Event description:
Reported that during surgery, error displayed regarding ma which disabled the system. Operator rebooted and surgery was concluded without further problem.

Manufacturer narrative:
A ge service representative performed an on site investigation. Determined that the high voltage leads to the xray tube were dry and required grease and normal maintenance activity during the service call. The system was tested and found to be working as intended and put back into service.